Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Additionally, it was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 199 mg/dl to high which was addressed by administering insulin pens. Reportedly, the customer changed pump supplies to resolve occlusion alarms and cartridge was loaded successfully.